Manufacturer narrative:
(B)(4). Urrently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2.5 mmol/l at the time of incident. Customer stated that most recent blood glucose was 5.7 mmol/l. Customer ate candy to treat low blood glucose. Customer stated that insulin pump had a crack on the case. Customer stated that they was getting too much insulin. The insulin pump will not be returned for analysis.